Event description:
Note: this report pertains to the first of two complaints that occurred during the same procedure. MFR# 3005099803-2010-00941 addresses the other device. It was reported to boston scientific corporation on (B)(6), 2010 that a c.r.e. Balloon dilatation catheter device was used during an esophagogastroduodenoscopy procedure performed on (B)(6), 2010. According to the complainant, during the procedure, two cre balloons burst inside the patient. Nothing detached inside the patient. The first device broke at 16.5mm and the second device burst at 20mm. The physician completed the procedure with a third of the same device with no patient complications. The patient was reported to be fine post procedure.

Event description:
Note: this report pertains to the first of two complaints that occurred during the same procedure. MFR# 3005099803-2010-00941 addresses the other device. It was reported to boston scientific corporation on february 15, 2010 that a c.r.e. Balloon dilatation catheter device was used during an esophagogastroduodenoscopy procedure performed on (B)(6), 2010. According to the complainant, during the procedure, two cre balloons burst inside the patient. Nothing detached inside the patient. The first device broke at 16.5mm and the second device burst at 20mm. The physician completed the procedure with a third of the same device with no patient complications. The patient was reported to be fine post procedure.

Manufacturer narrative:
The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4): investigation results: a device history record(DHR) review confirmed that this device met all material, assembly and performance specifications. A review the complaint database concluded there were no previous complaint for lot 12929326 prior to this event. A visual examination of the returned complaint device found a longitudinal tear in the balloon portion of the device. There was no damage noted on the catheter portion of the device. The condition of the returned complaint device is consistent with the event description that the balloon burst during the procedure. Based on the event description and evaluation of the returned device a root cause of user error has been assigned to this complaint due to the reported event stating the balloon was inflated to 20mm, which is larger than the maximum labeled size for this balloon. (B)(4)